Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient felt tired/weak and experienced high blood glucose level. Therefore, they tried to treat it with manual injection/insulin pen, but on friday ((B)(6)2024), the patient was admitted in the hospital due to high blood glucose level over 600 mg/dl. The patient stated that the infusion set's tubing leaked (damaged). The site location was patient's abdomen and the infusion set had been used for two days. On sunday ((B)(6) 2024), the patient was released from the hospital. Further, they reconnect the pump on the night of release. At the time of this report, the patient's blood glucose level was 350 mg/dl. No further information available.